Event description:
Allegiance healthcare informed the co that hosp reported that a pt who underwent a rectal resection for adenoma of the rectum initially had to return to the hosp for a second surgery for a small bowel obstruction. The pt underwent an exploratory laparotomy with lysis of adhesions and resection of small bowel and cecum. The pathology report following the second surgery indicated that an organizing hematoma noted in the mesentery had a foreign body type, which appeared to be related to cotton fibers. It is felt that the foreign body granulomas resulted in the small bowel obstruction. The pt was eventually discharged in stable condition. Allegiance healthcare mfg the pack. A plus and johnson & johnson supplied the gauze sponge products.